Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that after a successful pulse generator implant procedure, the patient experienced agonal breathing, desaturation and acute decompensation. The patient had a dnr in place and no resuscitation efforts were performed. The patient deceased an hour later. The patient was noted to be in bad state of health prior to the procedure. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown.